Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, sn(B)(6), used for treatment, was not returned for evaluation therefore a visual/functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. The logfiles and screenshots provided were reviewed by the software team, as well as the clinical team. The reported problem that the initial implant planning said ¿too high¿ on the lateral distal femur, and that the implant was placed very laterally was confirmed. It was noted by both teams that the knee center is not properly collected, which caused the cori system to show ¿too high¿ on the lateral distal femur. This issue could be reproduced by the software team by taking a knee center that was lateral and anterior to the proper knee center. The cori provides an initial implant plan, based on the anatomic data input in the registration steps. As stated in the IFU on page 59, ¿for tka, initial sizing and placement of the femur and tibia components are dependent on the surface mapping definition, especially on the distal, posterior, and anterior regions, and mediolateral borders. Optimal surface definition in these regions is critical for the software to best estimate a good starting position for the femur and tibia implant.¿ if the knee center is taken incorrectly, the cori cannot properly place the implant. The surgeon is then responsible for accepting the final plan of the implant based on his/her expertise. They can manipulate the initial plan to best match patient anatomy and philosophy. In this instance, it was noted the femur implant appeared lateral to the surgeon¿s preference. To ensure optimal information is present in planning, particularly around the ml borders of the condyle, it is recommended to paint the articular surface of the condyle as well as the medial/lateral borders and up the lateral side of the bone to appreciate the articular surface and geometry of the patient¿s knee to assist with ml placement of the femur component in planning. The cori system is functioning as intended. The most likely cause of the reported event is due to the femoral knee center being collected off center. Cori-v1.4.3 has been validated on pp-181 rev d. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, a point on the lateral distal femur was collected, that was far off the femur. Probably because of this, in the initial planning showed ¿too high¿ on lateral distal femur and medial distal femur resection was 9mm. The surgeon had to go back and add more points on the femur, that still didn¿t fix the problem. Initially implant placement was way off. The medial femur was burred, more lateral points were added again, but that still didn¿t fix it, so the surgery was completed changing to manual on the femur, after a significant delay. The patient was not harmed beyond the reported problem.